Event description:
The complainant reported that the gastrostomy tube deflated and fell out. Treatment nurse inflated the balloon and found a hole.

Manufacturer narrative:
Per customer, there is no sample to return. The tube was discarded.